Event description:
It was reported by service report that the head end of stretcher is all the way down every morning. It is unknown if there was patient involvement, however, no adverse consequences are reported.